Event description:
A talent converter stent graft was implanted in a pt for the emergent endovascular treatment of a ruptured infrarenal abdominal aortic/iliac aneurysm, which extended from about 20mm distal to the right renal artery down to the bifurcation of the right external and internal iliac arteries. The aortic neck was 26 mm in diameter and 20 mm long. The left common iliac artery measured 23 mm in diameter. Vessel morphology was reported as severe tortuosity and mild calcification. It was reported that upon admission, the pt was unstable, and 14 units of blood were administered due to the massive retroperitoneal bleeding. The physician was unable to advance the guidewire into the aneurysm from the right side; however, guidewire access was able to be obtained on the left side, and then a talent converter (MFR report # 2953200-2010-00668) was implanted in the left common iliac artery. A talent limb (MFR report # 2953200-2010-00669) was then implanted distally; however, due to size differences between the talent converter and talent limb, an aneurx iliac limb was also required to effectively bridge the two talent stent grafts. The right external iliac artery was then successfully occluded with a talent occluder device (MFR report # 2953200-2010-00671), and the right internal iliac artery was reportedly no patent. The final angiogram showed no endoleaks, and the pt became stable. Prior to leaving the operating room, it was decided to open the pt's abdomen in order to evacuate the blood. At that time, it was noticed that the rupture was still bleeding into the peritoneum, and upon further examination, a type iii endoleak (component separation) was evident between the aneurx limb and the converter due to their junctional incompatibility. The physician elected to intervene by explanting all the stent grafts and surgically-converting the pt with a dacron graft. No additional clinical sequelae were reported, and the pt is fine. Except for the occluder, the explanted grafts have been received by medtronic, and the analysis is pending.

Manufacturer narrative:
(B) (4). Evaluation, results/conclusion: endoleak. Pre-operative rupture; severely tortuous vessels. Treatment of a pre-operative rupture.